Manufacturer narrative:
A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. H11: blurry vision is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient was unhappy with loss of near vision. The lens remained implanted. The patient is 20/20. Additional information has been requested but none has been forthcoming.